Manufacturer narrative:
Further information was requested, but not yet received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ventricular tachycardia (vt) for twelve minutes prior to having a ventricular fibrillation (vf). Each ventricular tachycardia was treated with one or two rounds of anti-tachycardia pacing (atp). When two rounds of atp were delivered, the second round followed with a "return to sinus." It was noted that the vt therapy did not progress to three rounds of atp and shocks. Also, when atp was delivered the patient's heart rate fell below the programmed vt zone and reverted to "return to sinus." However, this rate was still similar morphology to a vt. Lastly, when the rhythm moved to a vf, a shock converted the patient out of the vf and into a "normal rhythm." Upon review of the implantable cardioverter defibrillator programming, it was found that the patient did not have a second t-zone or a monitor zone programmed. The physician believes that the patient underwent elongated vt due to how the device was programmed to function. The patient has now deceased/expired. The physician believes the cause of death is due to the failure of the device to re-diagnose vt and quickly proceeded to the next level of therapy. However, the device functioned appropriately based on how it was programmed.

Event description:
New information received noted that the patient was in a slow ventricular tachycardia (vt) that was detected in the vt zone. The vt detection zone was programmed so when atp was delivered, the rhythm slowed between the detection zone. A second vt zone was not programmed. During the time of the event, it was noted that the patient was in and out of an agonal rhythm. Only at this period was under-sensing observed to r-wave variation. The elongated vt that the physician had sited was sensed appropriately. The device was functioning as programmed. Only one vt zone and one ventricular fibrillation (vf) were programmed.

Manufacturer narrative:
Analysis was normal. No anomalies were found.